Event description:
Pt complaining of occasional dizziness. Appointment on 4/2/98 revealed total non-capture and undersensing with her ventricular lead. The bipolar resistance of this lead measured 116-919 ohms with non-capture at maximum outputs of 8.1 v at 1.0 msec and undersensing at 0.5 mv. On her visit 3 months prior the lead was functioning very well with excellent thresholds and a good resistance. It did not display any signs of impending failure. The pt will have the lead replaced on 4/9/98.